Event description:
Five angio-seals 8f were opened and failed to click together. None of them went into the patient. The sixth angio-seal opened clicked together properly and was deployed into the patient. Reference reports: mw5153691, mw5153692, mw5153693, mw5153694.